Event description:
It was reported that a novum iq large volume pump underinfused during patient infusion. The pump was programmed for 250cc at 10cc/hour, however, the pump did not infuse despite the remaining volume indicating 23cc left. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: (B)(6). G1: device manufacturer address 2: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A flow accuracy test was performed and found to be within the product specification range. A service history review was performed and revealed that the device has no service events within the last 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.